Manufacturer narrative:
(B)(4). (B)(4) (MFR 3010079947-2020-00235) captures the catheter, lot number 24196, possibly associated with this event. Device analysis will be performed following return of the devices as it is not clear whether the event is due to the pump or the catheter.

Event description:
Sales representative reported a prometra ii 20 ml pump that was explanted due to a lack of pain relief and inability to aspirate the catheter. After being unable to aspirate from the cap, sales representative reported that the physician decided to replace the entire system. Per the information received, there was only one volume discrepancy reported, in which the expected volume was 14.2 mls and the returned was 15 mls. The primary medication was fentanyl and the secondary medication was bupivacaine. This report (MFR 3010079947-2020-00236) captures the prometra ii 20 ml pump and MFR 3010079947-2020-00235 captures the catheter.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the pump, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 92% efficiency. Segments of catheter were also returned with the pump and investigated. An occlusion was found in one of the segments, which will be addressed in MDR 3010079947-2020-00235. Internal complaint number: (B)(4).